Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right ventricular (rv) left bundle branch lead exhibited below range r waves. The rv lead remains in use. No patient complications have been reported as a result of this event.